Manufacturer narrative:
The previously submitted manufacturer report inadvertently included the incorrect date of event. This report is being submitted to correct this data. The previously submitted manufacturer report inadvertently included the incorrect date of explant. This report is being submitted to correct this data.

Event description:
It was reported that the patient underwent vns explant due to infection. It was reported that the patient had recently undergone generator replacement. It was reported that the patient was never reimplanted. No additional relevant information has been received to date.